Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp(edge) opening assessed as unidentified(tear) opening, also non-penetrating nicks and opening(striated) on anterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a (sharp)opening on posterior due to an unidentified(tear) opening, a striated(edge) opening on anterior due to surgical damage, and non-penetrating nicks in the posterior.

Event description:
Device was explanted.